Event description:
The following info was reported by the attorney's office: in 1999, the customer's doctor prescribed the use of the minimed insulin pump with the minimed quick-set infusion sets. On or about (B)(6) 2009, customer allegedly failed to receive the correct doses of insulin to manage his diabetic condition. Customer died allegedly as a result of improper amounts of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.